Event description:
The switch emitted sparks. The user has not returned the unit to co. For inspection. All attempts have been made to get more info about the event. No deaths or injuries have been reported. This event is not cosidered reportable under 21cfr803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.